Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 67-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that indicated this patient to have endured thrombocytopenia with a "possible" relationship to the impella device used in this case. The reported narrative indicates that the, "patient developed multifactorial thrombocytopenia likely consumptive."

Manufacturer narrative:
The investigation for the reported hemolysis and thrombocytopenia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hemolysis and thrombocytopenia could not be determined. The instructions for use for impella cp with smartassist system section: hemolysis states ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. It also states ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ in accordance with updated procedures, sections d6, g3, and h10 have been revised from the initial submission.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding this patient to have endured hemolysis with a "definite" relationship to the device. Hospitalization was prolonged.

Manufacturer narrative:
The investigation is still in process. A supplemental MDR is to follow.